Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Customers blood glucose was 134 mg/dl. Customer discussed the event with their clinic and the control-iq function was reviewed; however, customer thought pump was not functioning.